Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment with the ntw mitraclip requiring intervention. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (fmr), a history of anterior myocardial infarction, a restricted posterior leaflet and pseudo-prolapse of the anterior leaflet. An ntw mitraclip (20328r152) was prepared as per instructions for use (IFU) and inserted. The first grasping attempt was not optimal, as the posterior leaflet was not inserted. During a second grasping attempt, this anterior leaflet was trapped on the anterior gripper. Standard troubleshooting freed the anterior leaflet. Another grasp was attempted and successful, with an mr reduction at grade 1-2 and satisfactory in all views. Once the clip was implanted, a single leaflet device attachment (slda) of the posterior leaflet occurred. It was decided to stabilize the slda with bilateral placement of 2 additional clips. The second nt mitraclip (10922r115) was positioned lateral to the first clip and grasping was difficult. After 3 attempts it was decided to place the nt medial to the first clip. There was interaction with the first clip, which made positioning difficult. Eventually the nt was implanted, with no mr reduction, but the first clip was more stable. To further reduce the mr, a third nt mitraclip (11006r110) was intended to be implanted lateral to the first clip. The anterior leaflet was trapped on the anterior gripper during positioning. The leaflet was freed, but eventually trapped on the leaflet and the subvalvular apparatus. Despite troubleshooting, the device could not be freed. It was decided to attempt a grasp, but it was unsuccessful, even using independent grasping. The m knob was used to move the device slightly in the ventricle, to free the nt, but the tension caused an unexpected movement below the implanted clips. When attempting to move the nt from below the clips, the second implanted clip was dislodged by the third clip. This caused an slda of the second clip, and the first ntw clip lost the stability it had gained from the second nt clip. The patient went into shock, with low blood pressure. The procedure was stopped, and an intra aortic balloon pump (iabp) was placed to keep the patient stable for surgery. After three hours of surgery, the clips were explanted and a new bio-prosthesis was implanted. The patient was stable, and there were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult grasping and slda appear to be related to patient morphology/pathology. The reported difficulty removing (gripper trapped on leaflet) appears to be due to multiple grasping attempts; therefore, attributed to procedural conditions. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device(s) referenced in b5 in the initial report are filed under separate medwatch report numbers.